Event description:
It was reported that the ilet pump¿s touchscreen displayed lines and was hard to read, with the device otherwise operating and still usable. Symptoms included no reported clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included complaint intake review and replacement of the affected unit with instructions to return the original for evaluation. Investigation of this case revealed a screen visibility malfunction consistent with a display hardware issue while therapy delivery remained functional. It was concluded that the event involved a device component failure limited to the display with no associated patient harm.